Manufacturer narrative:
One quadripolar, bi-directional, curve d-f, flexability sensor enabled ablation catheter was received for evaluation. Electrodes 1-4 met specifications for acceptable resistance values with no open or short circuits detected. The catheter deflected when actuating the steering mechanism and the curve dimensions met specifications. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported issues remains unknown.

Manufacturer narrative:
The results, method and conclusion codes along with investigation results will be provided in the final report.

Event description:
During a retrograde electrophysiology ablation procedure, the ablation catheter was being used for mapping when the catheter appeared away from the area of interest on the x-ray image. The patient remained stable with a normal blood pressure, but was transferred to another hospital as the physician suspected a cardiac perforation had occurred. At the other hospital, the catheter was removed and a sternotomy was performed to check for any internal bleeding. No injury was found and the patient was sent to recovery.